Event description:
It was reported, "item was used to position the trial and everything was fine. When the real implant was loaded onto the femoral impactor, everything seemed to be normal. In the act of striking the implant into place, using normal technique, and no more than normal force, a small component of the black poly of the femoral impactor broke off, and shot across the theatre. The strike which caused the instrument to break, turned out to be the last as the surgeon then switched to using a different instrument."

Manufacturer narrative:
Summary of evaluation - the results of investigation performed indicate that the impaction pad of the femoral impactor/extractor fractured from an overload. This is neither materials nor manufacturing related issue.